Manufacturer narrative:
Evaluation summary: the device could not be evaluated as it has not been returned. The info provided suggests that this event is not device related but rather is associated with patient infection.

Event description:
The pt developed a severe infection in the knee. The components were removed, and the knee was fused.